Event description:
It was reported that while drilling in the navicular bone, the drill broked in half. It was reported that part of the drill remains embedded in the patients bone. The surgeon decided to leave the drill piece in the patient and monitor them.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).